Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the physician alleged that the products or procedure caused the infection. The system was extracted due to infection, there was a sore over the patient's device. The physician does not know the source of infection. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12890. Related manufacturer reference number: 2017865-2019-12921. It was reported that the patient developed an infection; vegetation growth was noted on the leads. The whole system including the implantable cardioverter defibrillator, atrial lead and right ventricular lead were explanted. No further information was reported.